Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and infusion set to resolve the reported occlusion. In addition, it was reported the customer experience a low blood glucose (bg) level (30 mg/dl). The cause for the low bg was unknown. Customer addressed low bg with a glucagon injection. Subsequently, the customer's bg elevated to 600 mg/dl. Reportedly, the customer over corrected bg level when addressing low bg levels and the reported occlusion caused customer's bg to elevate. Customer addressed elevated bg level with manual injections.